Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On an unknown date in (B)(6) 2012, the peritoneal dialysis catheter was removed and the dianeal therapies were withdrawn. On an unknown date in (B)(6) 2012, hemodialysis was started. On (B)(6) 2012, the patient experienced peritonitis. On the same day, the patient was hospitalized for the event. On (B)(6) 2012, the patient was discharged. The peritonitis was related to patient not taking care of himself. The nurse stated the patient was rolling around on the floor, which is what caused the peritonitis. It was unknown if the patient was uncapped when this happened. It was unknown if there was a break in aseptic technique. Since the patient was switched to hemodialysis, the patient was not retrained on aseptic technique. Cause of peritonitis and the treatment rendered for the event was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. A batch review was conducted for potentially associated lot numbers h12h23027 and h12f26016. No exceptions were observed that were related to the reported condition. A batch review was conducted for potentially associated lot number h12h10073. An exception noted for the batch but does not indicate any issues related to the complaint. Batch review results are acceptable; no further evaluation required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.